Event description:
It was reported invalid impedances were observed during a trial implant procedure. The physician resolved the issue by replacing the lead with a new one.

Manufacturer narrative:
Conclusion: the complaints for "invalid impedance" could not be confirmed. The lead was returned in good condition with several faint compression marks on the lead body. The lead passed all functional tests. We could ot identify any defect that would contribute to the reported issue. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.